Manufacturer narrative:
(B)(4). Batch # n57j4v. The analysis results found that one plee60a device was returned with the anvil bent upwards and without reload present. Furthermore, the anvil knife slot was noted to be damaged. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4). The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The batch/lot number was not provided for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.

Event description:
It was reported that during a gastric sleeve procedure, on the first firing on thick tissue using a black load and seam guard the device sounded "bogged down" but fully fired. On the second firing they heard the same "bogged down" sound and again the device fired but when they opened the device the anvil was bent up and slightly twisted. Staples were deployed but were hard to see, rather than disrupting the staple line to inspect the surgeon over sewed the entire sleeve for reinforcement. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.